Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that during an assessment the rn was documenting numbers when the top module screen froze, unable to toggle between rate, pressure, vacuum, etc. Lvad continued pumping then the rate began to decrease. Top module eventually went blank. The pt was switched to the bottom module which did not work. Then the hand pumping began. Pt had a fill signal on the bottom module during the hand pumping. Perfusionist confirmed the cables of the bottom module were properly connected. Adjustments made to the vacuum, drive pressure, and rate. No fill or empty despite adjusting drive pressure, eject duration, rate, and vacuum. Hand pumping resumed. Fill signal present during the hand pumping and pt stable. Pt was successfully switched to a backup ddc.

Manufacturer narrative:
The pt remains stable on back up support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.